Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 34 mg/dl. The customer was using pump during admission and during hospitalization. Customer was advised to disconnect pump and do not use it anymore. Customer will be send oow letter by e-mail and post.